Manufacturer narrative:
(B)(4). This MDR is being submitted as part of retrospective summary report #(B)(4). The total number of events being summarized on this MDR are 626. These reports are being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).

Event description:
A customer contacted baxter technical service center regarding a system error 2240 during initial drain while using the home choice system. The baxter technical service representative (tsr) had the home pt (hp) cycle power, and then system error 2367 occurred. The tsr had the hp turn off the machine, and instructed the hp to start over with new supplies. The hp stated he kept getting system error 2240. The hp stated he had cut the lines, drain bag, and patient line. The hp started over with a new cassette only. The hp stated he wanted another machine. The tsr explained the alarm and causes of the alarm and that a new machine would not correct the problem. The tsr instructed the hp to disconnect the proper way and start over with all new supplies and contact his nurse. A f/u phone call to the pt's nurse confirmed there was no pt injury or medical intervention associated with this incident and that the pt has been continuing with therapy as usual. The nurse would review proper procedure with the home patient.